Event description:
On 09/05/06, kimberly-clark, rec'd a report that the balloon portion of the mic-key low-profile gastrostomy tube was not fully inflated on one side. Pt had to go to the hosp because part of the stomach lining of the pt, was visible after incident with product. Caregiver stated that the pt was fine afterwards.

Manufacturer narrative:
Investigation: no sample has been returned to date. Balloon symmetry is a test conducted on 100% of manufactured product.